Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a procedure on (B)(6) 2008. According to the complainant, post-implantation, the patient's pelvic organ prolapse returned, and she also experienced injuries including mesh hardening, dyspareunia, chronic pain, and recurrent incontinence (specifics and date/s of onset unknown), leading to the need for mesh excision surgery on (B)(6) 2011. Reportedly, the patient continued to experience injuries including chronic pain and recurrent incontinence (specifics unknown), leading to the need for rectocele repair surgery on (B)(6) 2012. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.